Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a common bile duct stenting procedure on (B)(6), 2011. According to the complainant, the patient presented with a 7 cm lesion within the lower middle bile duct as a result of a malignant biliary tumor. The anatomy was not tortuous; however pre dilation was performed. During the procedure, it was reported that the patient was moving, so the physician tried to reconstrain the stent. The stent was deployed by 1 cm; however resistance was encountered, and the stent was unable to be fully reconstrained. The partially deployed stent was removed from the patient without issue, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was partially deployed by 20mm. The outer sheath was accordioned proximal to the mounted stent, and the catheter shaft was kinked at the guidewire access port. During analysis, an attempt was made to reconstrain the stent; however the stent moved distally past the tip. There was no issue with the profile of the fully deployed stent. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a common bile duct stenting procedure on (B)(6), 2011. According to the complainant, the patient presented with a 7 cm lesion within the lower middle bile duct as a result of a malignant biliary tumor. The anatomy was not tortuous; however pre dilation was performed. During the procedure, it was reported that the patient was moving, so the physician tried to reconstrain the stent. The stent was deployed by 1 cm; however resistance was encountered, and the stent was unable to be fully reconstrained. The partially deployed stent was removed from the patient without issue, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.